Event description:
It was reported low, out of range high voltage lead impedance was observed on the right ventricular coil to can vector. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.